Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify low "batetry" alert due to blank display.

Event description:
The customer reported via phone call that insulin pump received low battery alert. Blood glucose was 110 mg/dl. Troubleshooting was performed and determined insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The insulin pump will be returned for analysis.